Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. Noise could not be reproduced with isometrics. The patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016,the lead also exhibited low impedance and was thought to be unrelated to the noise. On (B)(6) 2016, lead exhibited chronic noise. There was a suspicion that the electrical measurement anomalies indicated a lead issue. No intervention was performed. The patient would continue to be monitored. No further information was available.